Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator. It was reported that the patient's device was implanted in 2010 and stopped working in 2010. The hcp did not have any other details about why the stimulator stopped working. No symptoms were reported. The patient was to have an MRI scan of the knee. It was noted that the patient did not have a managing hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.